Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: angina requiring medical intervention to prevent permanent impairment or damage. Device issue: stent implant not fully expanded. It was reported via a trial that the index procedure was on in 2008, a 3.0 x 23 mm xience v stent was deployed in the proximal left interior descending artery (lad). Nine days after the procedure, the patient returned to the hospital with worsening angina. Craterization revealed the xience v stent was under deployed on the same day. The patient received angioplasty and this resolved the angina. No additional event or patient information is available.